Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to bacteremia, (B)(6) endocarditis and vegetation on the tricuspid valve. No further patient complications have been reported as a result of this event.